Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the pump had been interrogated with 3 other programmers. It was also noted that the pump was not flipped, and that the concentration and dd (daily dose) was ¿like that¿ during the entire service life. An alarm was heard by the patient ¿once a time.¿ it was previously reported that interrogation of the pump was possible after explant, but the pump logs were not read following explantation. No dye test or cap (catheter access port) studies were done. The hcp believed that the pump and catheter was still working in the body of the patient, but he couldn¿t interrogate the pump anymore. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis revealed that the pump passed all non-destructive lab testing; it was decided that no destructive testing needed to be performed. During product analysis, an extra step of using a 6 cm spacer to gather the ir (in 9 min 45 sec) and ip (in 29 sec) was performed. No anomaly found. (B)(4)

Event description:
It was reported that there was a programming error, which was specified as the pump could not be interrogated anymore. Pump failure was reported. The event/difficulty was reported to have occurred on (B)(6) 2014. The pump was unreadable when it was implanted in the patient, after 5 years. No diagnostic testing or troubleshooting was performed, as it was not required. The product issue was not resolved, and the cause of the issue had not been determined. Patient symptoms or complications associated with the event included increased spasticity; the location of the issue or symptom was reported as the device pocket. As a result of the event, no action had been taken, but a planned pump replacement was expected on (B)(6) 2014. The patient status was reported as alive, no injury. Upon pump explantation, everything was perfectly readable. The pump was being used to deliver baclofen (compounded) and morphine. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.